Event description:
Additional information was received that the product analysis was completed on the generator. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.918 volts, (not at ifi) as measured. The data in the diagaccumconsumed memory locations revealed that 68.497% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was initially reported that the patient had high impedance and was being referred for a full revision. It was unknown if the patient has had any recent trauma or device manipulation. The patient had x-rays taken but they will not be sent to the manufacturer for review. There was reported nothing was seen on the x-rays per the surgeon's office. Last good diagnostics were on (B)(6) 2012 and there were no eri flags were observed. The patient had their generator and lead replaced however only the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.